Manufacturer narrative:
Product complaint #: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: no other information was able to be gathered other than dr. (B)(6) was the surgeon. What is the lot number? N/a. Were there any patient consequences? N/a. How was the product thawed? Were the biologics subjected to temperatures above 37c or 98f during the thawing process? N/a. Was there any observation around the plunger being depressed prior to spraying (during setup or inadvertently pressing during handling before application)? N/a. Was the device clogged? N/a. Did the surgeon try to force through a clog? N/a. Was the device purged of air prior to installing the dual applicator? N/a. Please identify where the breakage occurred (blister where fibrin sealant is located, prefilled syringe, or tip)? N/a. Please indicate the affected/broken part in the image below. N/a. Please provide the account contact information (name and email address) to who we can send the closure letter once the investigation is complete. N/a.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2020 and fibrin sealant preparation device was used. During the procedure, the handle broke, and only some of one side of the biologic came out. No adverse patient consequences were reported. Additional information was requested.